Manufacturer narrative:
Of the 4 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to damaged display screens, and moisture in the pumps. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-77 years of age and between 156 and 156 pounds. Of the reported patients, were male, 4 were female, and were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation: in q1 2018, there were 1 instances of damaged w/ moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.